Event description:
A male pt with tortuous iliacs, underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt received a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac leg. When the final angiogram was completed, the zenith flex aaa endovascular graft iliac leg on the left side seemed to be compressed by the natural anatomy of the common iliac. The physician placed another MFR's balloon expandable stent in the zenith flex aaa endovascular graft iliac leg on the left side to broaden the lumen. The last angiogram was done and he was pleased.

Manufacturer narrative:
(B)(6). (B)(4). Event eval: still under investigation at this time.